Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 11 mg/dl at the time of the incident. The customer was at 88 m/dl when they regained consciousness, and 176 mg/dl at the time of the call. The customer was given food and intravenous fluids to treat. The customer experienced symptoms such as feeling weak, making noise, and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer states their settings may be too high. Troubleshooting was completed. The customer's pump had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.